Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to high thresholds over 3v at 0.5ms. No additional adverse patient effects were reported.